Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 152 mg/dl at time of incident. The customer reported that they inserted new battery and received failed battery. The troubleshooting was performed and the customer was advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. He customer was advised the pump will need to be replaced. He customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing.